Event description:
Study: prevention of cardiac adhesions in pediatric cardiac surgery. Description: 2006-death at home/shunt closure. Action taken: medication. Outcome: death.

Manufacturer narrative:
Baxter medical director assesment: december 18, 2007. Medra term(s): death (at home), shunt obstruction. This is a case reported to baxter by the responsible cro of an investigator driven coseal trial: a multicenter prospective, open, observational study to assess the performance of coseal as a barrier for adhesion prevention in pediatric cardiac surgery. Data required for further investigation and assessment: or report first surgery. Coseal: volume applied, application method (spray or standard applicator). Latency (temporal relationship) of event related to surgery (hr, days). Therapeutic measures to address the reported complication. Or report and findings at redo surgery (if performed). Rationale for the causality assessment of the investigator. Relevant lab, imaging, and eventual autopsy findings.